Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0mm x 100mm, 80cm ranger drug-eluting peripheral transluminal angioplasty catheter was selected for use in an endovascular treatment. During the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no patient complications as a result of this event.